Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was to vyaire medical via an FDA medwatch form that a patient became disconnected from the 3100a and no alarm sounded. The patient was removed from the device and placed on a new oscillator. The customer confirmed that there was no patient harm associated with the reported event.